Event description:
Within the frame of a user facility report to the local competent authority, it was reported that a patient who was in critical condition due to drug abuse was connected to the ventilator for respiratory support. The ufr further states: "...two minutes after the ventilator was started, the device screen went black and the machine stopped functioning. The patient's blood pressure dropped rapidly, and he experienced cardiac arrest. The emergency physician immediately performed resuscitation, successfully restoring the patient¿s cardiac and blood pressure function. The nurse then replaced the faulty ventilator by another one to continue providing assisted ventilation for the patient." The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into diagnosis and potential repair measures after the event. Dräger contacted the user facility for the purpose to obtain further information but the only additional detail which could be provided was that the patient recovered. The ufr was the only source of information which does not allow a case-specific evaluation. The device is almost 12 years old; status of repairs and preventive maintenance is unknown. A shutdown would be an indication that the supply with electrical energy got lost. The device is equipped with an internal battery to cover mains power losses for at least a period of time. A complete shut down will only occur if the device ran on battery already until the latter was depleted or if more than one failure condition was present, for example if the device was put into operation with a worn/depleted battery and mains power got lost for whatever reason. A power loss will be alarmed by a buzzer which is buffered by an independent power source (gold cap capacitor). Finally, an explanation for the reported event could not be found due to lack of information. In fact, and, since it was reported that the shutdown occurred "two minutes after the device was started", it cannot be excluded that the users did not perform the pre-use check to verify readiness for operation. Under consideration that indeed a shut-down has occurred, it may have been related to component malfunction, infrastructure issues, lack of preventive maintenance, use error or a combination of multiple factors.